Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where six infusion sets fell off on (B)(6) 2024 and (B)(6) 2024 during use. Infusion sets were used for 1.5 days. Patient replaced infusion set and resumed insulin successfully. No further information was available.